Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the investigator indicates the insertion tube surface coating is peeling off (1mm2 or more). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was identified. Based on the results of the investigation, a root cause could not be identified. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.